Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 225, 195 and 196mg/dl. The customer was not using the proper testing technique. The customer¿s expected am fasting blood glucose test result range is 89-100mg/dl and expected non-fasting blood glucose test result range is 100-107mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 07/29/2022 and test strips were opened week prior to call. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 225 mg/dl, date: (B)(6) 2021, time: 11:08am, non- fasting. Result 2: 195 mg/dl, date: (B)(6) 2021, time: 11:06am, non- fasting. Result 3: 196 mg/dl, date: (B)(6) 2021, time: 11:05am, non- fasting. Result 4: 138 mg/dl, date: (B)(6) 2021, time: 12:06pm, non- fasting. Result 5: 101 mg/dl, date: (B)(6) 2021, time: 8:47am, fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned -reported defect not reproduced. No defect found most likely underlying root cause: mlc-020: user's test strip had poor storage note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.